Event description:
It was reported that during patient treatment, the ventilator stopped. There was no patient harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
No investigation of the ventilator was requested. The user facility reportedly checked the ventilator, and no technical issues were found. Provided ventilator logs were reviewed. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. The logs show that the ventilator was set to a prvc ventilation mode and that alarms for volume delivery restricted, pressure delivery restricted and leakage too high were generated. Those alarms indicate that the ventilator was functioning, and it attempted to deliver the set tidal volumes, but it failed due to the imposed restriction of the set upper volume and pressure limit. In prvc ventilation mode the ventilator delivers a pre-set tidal volume, and the pressure is automatically regulated to deliver the pre-set volume, but it is limited to 5 cmh2o below the set upper pressure limit. The volume delivery restricted alarm is generated when the set volume is not attained due to the imposed restriction of the set upper pressure limit (-5 cm h2o). The alarms for pressure delivery restricted are generated when the inspiratory flow exceeds the allowable inspiration flow range, and it indicates a leakage situation. This can also explain the alarm for leakage too high. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There is no indication of ventilator malfunction. The reported problem was not reproduced, and no parts were replaced. The exact root cause of the event has not been determined but was most probably due to leakage.